Manufacturer narrative:
(B) (4) conclusion: the electrical characteristics of the returned device were determined to conform to established specifications. As received, the connection system of the pacemaker functions as specified with the returned screwdriver, in spite of the identified damages to the atrial set-screw. The damages identified to the atrial set-screw are consistent with incomplete insertion of a screwdriver tip into the hexagonal cavity, as illustrated in (B) (4). Subsequent rotation with the torque screwdriver led to stripping of the upper portion of the set-screw cavity. As indicated in the physician manual supplied with the device, the physician is instructed to insert the screwdriver into the pre-inserted socket-head screw, prior to tightening.

Event description:
Connection issues during the implantation procedure; therefore, the device was not implanted.